Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the tip of the scope connector was chipped or broken, causing excessive stress to be applied to the video connector terminal when inserting the scope, resulting in the terminal buckling. It is highly likely to be user-induced, which caused the phenomenon (image loss). In addition, it has been more than 8 years since the device was manufactured, and it is likely the pins wore out due to age deterioration and user over time. The following description is identified within the instruction manual: "do not apply force to the connector". Per the legal manufacturer, the other issue identified within the initial report (e931 error), though not confirmed during device evaluation, has no potential to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "e931" error was not confirmed. The reported problem of "an image is not coming on the screen" was confirmed; a bent pin in the video connector was found, causing the reported image issue. It was determined replacement of the video connector was necessary to resolve the problem.

Event description:
A user facility reported to olympus that they were getting error "e931" and no image was produced when a camera was attached. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.